Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor communication error a few hours after they went into the water while wearing the insulin pump. The patient's blood glucose at the time of incident is unknown. The device history was reviewed and there were multiple motor communication error alarms and battery failed alarms. The device was able to pass the self test; however, the customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 3 alarms were noted during testing. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.